Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. The device was returned with the balloon protector and wire in place to the device which were removed without issue or irregularity. No fluid was detected in the device and the balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gauge to inflate the device. The device inflated to rated burst pressure and deflated with no issue. Product analysis could not confirm the reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon leak occurred. The 80% stenosed, 2 mm x 15 mm, target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 2.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon leak occurred. The 80% stenosed, 2 mm x 15 mm, target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 2.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.